Manufacturer narrative:
Visual inspection of the femoral component confirmed that the post is fractured and some amount of bony ingrowth and fibrous tissue growth is present on the posterior side of the prosthesis. The hinge post and augments are found to be assembled to femoral. The offset stem is fractured, damaged and scratched. Minor discoloration and pitting can be seen on the articular surface. Dimensions found the part to be conforming to print specifications where measured. Review of the device history records did not find any deviations or anomalies. Sem microanalysis of the fracture surface of both the femoral post and femoral stem taper fragments revealed that it was fractured due to fatigue stress. Femoral post fragment revealed stair step morphology which depicts fatigue fracture in co-cr-mo alloys. No obvious inclusions were identified. Eds semi-quantitative elemental analysis showed that the femoral post sample was consistent with zimaloy and femoral stem taper sample was consistent with tivanium alloy. These devices are used for treatment. Per the compatibility matrix, no compatibility issues were noted. Medical record was received in german language and was translated to english. Revision operative notes confirm the patient was revised and reported that the diagnostic imaging showed an area of the femoral component touching the "femoral star" and fixed tibia without signs of loosening. Op-notes also confirm presence of stress fracture of the distal femur and pronounced synovitis with massive metallosis. It was reported that during the surgery, parapatellar access of the right knee showed plenty of old hematoma with black metal abrasion. Laxation of patella was reported and pronounced metallosis throughout the joint. Decoupling of the femoral component was not necessary as it was manually removed due to stress fracture. Inlay was removed and patella was everted. New prosthesis was implanted. Nexgen rotating hinge knee package insert states that ¿the rotating hinge knee is a highly constrained device, the risk of component breakage, loosening and polyethylene wear may be greater than for less constrained knee implants¿. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient was revised due to breakage.